Manufacturer narrative:
The lens was not received for analysis. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. Iol met all manufacturing specifications prior to release.

Event description:
The multifocal intraocular lens was removed and replaced with a monofocal due to the pt's intolerance of the halos and glare she was experiencing.